Manufacturer narrative:
Investigation including root analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information reportable information becomes available. (B)(4). This report was mailed to FDA on: 07/03/2014. (B)(4).

Event description:
A customer reported a system received multiple system message codes and a footswitch did not respond during a procedure. The procedure was completed after exchanging the footswitch which was brought in from another facility. There was a three hour delay. There was no patient harm.